Manufacturer narrative:
The manufacturer's service technician found a loose fitting that caused the leaking. The issue was corrected and the machine is functioning correctly. The sterilizer is eight years old and it was recommissioned after a three-year shutdown. The leakage was probably caused on the one hand by the age of the fitting and on the other hand by the long idle time of the equipment.

Event description:
The customer reported that due to a water leak a pool of water formed in front of the sterilizer. Due to the pool of water the floor was slippery and a user slipped and hurt himself. The person went to see a doctor and was sent home. After two days he was able to return to work and is doing fine.